Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump is delivering the manual bolus too slow. Customer stated it has taken her insulin pump over 30 minutes to deliver a 6 unit manual food bolus. The blood glucose reading was over 147 mg/dl. Nothing further reported.